Event description:
It was reported that during a supply change and fill tubing sequence, the user did not observe drops at 80 units because no cartridge had been inserted into the pump chamber; after completing the sequence, rewinding the pump, and inserting a filled cartridge under guidance, the user successfully completed the supply change and insulin delivery resumed. Symptoms included no clinical symptoms. Outcomes included no impact on health, no alarms, and no hospitalization. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user setup error during the supply change, with the device functioning as designed once a filled cartridge was properly inserted. It was concluded, based on previously established findings for similar reports, that user error during handling and use was the cause.